Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported the patient was on impella cp support. Upon admission to cardiovascular intensive care unit, the patient had weak pulses but were detected by doppler. On the next hour check, the nurse was unable to doppler pulses. Very little and slow flow noted to right lower extremity (rle). Decision was made to remove impella and pulses returned per doppler to rle. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-25147.